Event description:
It was reported that the physician was using the "not for human use" device for laboratory testing purposes, and using an external power supply instead of the original battery. Due to several weeks without any power supply connected, the device had warnings for eri (elective replacement indicator) and por (power on reset) upon interrogation. The device was reset. There was no apparent patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.